Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Investigation is pending at this time. A follow-up will be submitted once additional information is obtained. The device mfg. Date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This is 1 of 2 MDR submission as mw5170243 is associated with medwatch# mw5170242. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported readings issues and an alarm issue with the adc devices. The customer reported that experience recurrent issues of inaccurate glucose readings with the sensor, where readings are consistently "30 mg/dl - 80 mg/dl off" when comparing to fingerstick results. They also reported that false low glucose alarms would trigger, potentially causing "inappropriate glucose intake, significant emotional distress, disturb sleep, and may contribute to poor glycemic control over time". Lastly, they reported that the sensors would read between values of 54 mg/dl to 100 mg/dl compared to values of 96 mg/dl to 138 mg/dl from fingerstick testing. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kits passed all tests prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported readings issues and an alarm issue with the adc devices. The customer reported that experience recurrent issues of inaccurate glucose readings with the sensor, where readings are consistently "30 mg/dl - 80 mg/dl off" when comparing to fingerstick results. They also reported that false low glucose alarms would trigger, potentially causing "inappropriate glucose intake, significant emotional distress, disturb sleep, and may contribute to poor glycemic control over time". Lastly, they reported that the sensors would read between values of 54 mg/dl to 100 mg/dl compared to values of 96 mg/dl to 138 mg/dl from fingerstick testing. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported readings issues and an alarm issue with the adc devices. The customer reported that experience recurrent issues of inaccurate glucose readings with the sensor, where readings are consistently "30 mg/dl - 80 mg/dl off" when comparing to fingerstick results. They also reported that false low glucose alarms would trigger, potentially causing "inappropriate glucose intake, significant emotional distress, disturb sleep, and may contribute to poor glycemic control over time". Lastly, they reported that the sensors would read between values of 54 mg/dl to 100 mg/dl compared to values of 96 mg/dl to 138 mg/dl from fingerstick testing. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kits passed all tests prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported readings issues and an alarm issue with the adc devices. The customer reported that experience recurrent issues of inaccurate glucose readings with the sensor, where readings are consistently "30 mg/dl - 80 mg/dl off" when comparing to fingerstick results. They also reported that false low glucose alarms would trigger, potentially causing "inappropriate glucose intake, significant emotional distress, disturb sleep, and may contribute to poor glycemic control over time". Lastly, they reported that the sensors would read between values of 54 mg/dl to 100 mg/dl compared to values of 96 mg/dl to 138 mg/dl from fingerstick testing. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.